Event description:
It was reported that a patient implanted with an impella cp experienced hypotension. The patient recovered by adding epi-cal. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
Product complaint # (B)(4). The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient underwent a protected pci with impella cp support. Following the intervention, the impella cp was explanted; however, the patient subsequently decompensated, and a second impella cp was implanted. Post-implant, the abiomed representative observed that the access site had not been secured and dressed per abiomed¿s recommendations, resulting in access site bleeding. The device was re-secured and dressed, femstop was applied, and one unit of prbc was transfused. The patient later became hypotensive during an intubation attempt and remained in critical condition. The family elected to withdraw care, and the patient expired approximately 12 hours after the second impella cp implant. The access site bleeding constitutes a reportable bleeding adverse event for the second impella cp catheter and hypotension is a noted event, but the likely cause is the result of intubation not the second impella cp device. The death will be conservatively reported on the second impella cp as the patient was on support at the time of death; however, the device is not considered a probable contributing factor, as the death is attributed to the patient¿s deteriorating condition. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the hypotension, the cause was not determined due to insufficient clinical details provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Correction. Concomitant device(s) initially inadvertently omitted was added to section d10 accordingly. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella introducer.